Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test or verify button error alarm due to blank display. Insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the customer jumped into the pool with the device on. Customer's blood glucose was unknown. Device was making a high pitch beeping noise. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test or verify button error alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.